Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 pounds due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a compromised force sensor system alarm. Insulin continued to drip out after prime. Customer's blood glucose was 436 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.